Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and power on self-test were performed. During the alarm log review and power on self-test an f-21 alarm was identified. This alarm is caused by an inoperative sensor board. The pump was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their flogard infusion pump was "locked". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction was associated with this event. No additional information is available.